Event description:
The user facility reported the patient developed a pressure ulcer.

Manufacturer narrative:
It was clarified that this injury was reported in error; it was confirmed with the customer that there was no adverse event associated with this device.

Event description:
The user facility reported the patient developed a pressure ulcer.